Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that water on the screen. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black customer returned insulin pump for an alleged exposure to moisture found on (B)(6) 2022. Insulin pump passed displacement test; however, insulin pump did not pass self test. Pump error 75 alarmed during self test. Test p-cap successfully locked into the reservoir tube. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), stained serial label damage, corroded motor home switch, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for exposure to moisture was confirmed on electrical assembly, motor, and force sensor. Pump error 75 was confirmed due to moisture damage on connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.